Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is plots. 14611675 - mfg dt: 11/26/2025, exp dt: 10/01/2030. 14800771 -mfg dt: 12/15/2025, exp dt: 11/01/2030. Additional contact information (B)(6).

Event description:
An event involving a spinning spiros®, closed male luer reported that does not seem to attach firmly. There were patient involvement and no harm/adverse event reported. The event occurred on two different dates. This report captures one of two incidents.